Event description:
It was reported that the customer experienced an issue with touchscreen responsiveness, as the pump screen was frozen and did not respond to input. The customer's blood glucose level was recorded at 175 mg/dl, indicating no adverse impact. Technical support advised the customer to wash her hands and wipe the pump screen, followed by a complete pump reset, which failed to resolve the issue. As a result, technical support arranged for a replacement pump to be sent with updated software, ensuring insulin delivery would continue through manual injections in the meantime. The customer acknowledged the instructions for returning the problematic pump and receiving the replacement, including using storage mode and requesting a signature upon delivery.